Event description:
Information received indicates a blood leak occurred from the side of the unit during pumping. The device was changed-out during the case with no consequence to the patient. Although the patient expired a few days later, the death was due to the patient's health status prior to the event and was unrelated to the device change-out.